Event description:
It was reported that during a lap gastric bypass procedure, the first device started producing the instrument error halfway through the case. A second device was opened and white teflon pad melted off the device and fell into the pt. The pad was removed through the trocar. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.